Manufacturer narrative:
(B)(4). Unknown stem, pn unknown, ln unknown, unknown head, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03885, 0001822565-2019-03961, 0001822565-2019-03886. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip arthroplasty on an unknown date. Subsequently patient is being considered for a revision due to unknown reason. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to information provided. Review of the x-rays received identified the following : the left hip arthroplasty showed no hardware failure or loosening. The femoral head was symmetrically positioned inside the acetabulum. The bone quality was normal. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.